Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak of the distal main body, type iiia endoleak of the aortic components, sac growth, aortic rupture and the additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The type iiia endoleak is likely anatomy related. Device, user, procedure or anatomy relatedness of type iiib endoleak complaint could not be determined. Procedure related harms could not be determined. The clinical evaluation also shows reasonable evidence to suggest the aortic angulation increased from 20.2 degree to 51.4 degree, causing a decrease in overlap between the bifurcated stent graft and the suprarenal cuff from 43.4 mm to 6.5 mm. This likely contributed to the type iiia endoleak, aortic remodeling is anatomy related. Endologix recommends selecting endograft components so that the overlap (ol) is greater than the aneurysm radius (ar equal ad divided by 2) plus 20 mm (ol less than ar plus 20 mm). The diameter on the first CT scan post index was 59.2mm, calling for 49.6mm of overlap. This could have contributed to the type iiia endoleak, however without a pre index CT scan that could not be conclusively determined. Intra stent thrombus was noted on the CT scan as early as (B)(6) 2018. There was progressive scan growth and loss of component overlap. The final patient status was reported as recovered and able to leave hospital within a few days. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation¿s outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents h3 other text: device remains implanted.

Event description:
The patient was implanted with an afx2 bifurcated stent graft and an afx vela suprarenal extension for the treatment of an abdominal aortic aneurysm (aaa) on (B)(6) 2018. It was reported from the physician on social media (linkedlin): a 64-year-old male patient was admitted with sudden onset of abdominal pain. Cta revealed a secondary rupture of an endologix llc afx stent graft that had been implanted 7 years ago, most likely caused by a defect in the graft membrane. Such late complications remain rare, but they are potentially life-threatening and demand immediate action. The case was complicated by extremely hostile access vessels ¿ both iliac arteries were very small in diameter and severely calcified. Advancing percutaneously in the acute setting a new device under these conditions was extremely difficult. Despite these anatomical challenges, we managed to successfully deliver and deploy a (non-endologix) medtronic endurant stent graft. The procedure resulted in complete exclusion of the ruptured graft. The high grade external iliac artery stenosis was also solved after stent graft deployment. The patient recovered quickly and was able to leave the hospital just a few days after the intervention. Follow up information provided to endologix. It was reported that the patient had sudden onset of abdominal pain on approximately (B)(6) 2025. The patient had presented in 2024 with symptoms, however, became much more irregular and the aaa sac was growing. The afx2 bifurcated stent graft and an afx vela suprarenal extension were separating, moving out into the outer curve with continued disconnection progress of the two components. The event date is estimated as the exact date of the event is unknown. This secondary procedure is outside the indications of use (off-label), the afx2 system was evaluated using endologix components. The safety and effectiveness of other stent or stent graft devices used in conjunction with the afx2 system have not been established.